Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that iab was inserted without sheath via femoral artery. After placement, fos was connected to pump. It was impossible to calibrate catheter. Display showed fos was connected & cal key should be connected. However, cal key was connected. Manual calibration of iab was not possible & iab was exchanged. There were no reported pt complications.